Event description:
A family member reported that the keypad buttons are not responding with every button press. She stated that the unresponsiveness began several months ago. The family member stated that all button presses have been accurate and delivery has been correct. She reported that the keypad is not peeling, they do not get the pump wet, they do not clean pump, and the pt wears the pump in a pocket.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.